Event description:
It was reported that a physician was attempting to deploy a 2.25mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the stent prematurely deployed in the coronary and that the stent balloon was not inflated. No patient injury occurred and no clinical sequelae were reported. Device evaluation: stent delivery system was returned for evaluation. The stent was not returned. Crimp impressions were evident along the working length of the balloon please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Event description:
Additional information received has confirmed that the lesion site was pre-dilated and that there was resistance noted when advancing the device to/across the target lesion. Stent dislodgment occurred when withdrawing the device from the patient. The stent remains in the patient. Target lesion was in the mid lad, with 80% stenosis and calcified. Patient is reported to be guarded.

Manufacturer narrative:
Results: patient condition affected effectiveness of the device (patient lesion morphology, 80% stenosis, and calcification). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 80% stenosis, and calcification).

Manufacturer narrative:
Results: (root cause of the reported event cannot be determined; limited information available), inherent risk of procedure (stent dislodgement). Conclusion: no conclusion can be drawn (root cause of the reported event cannot be determined; limited information available). (B)(4).